Event description:
It was reported the patient received the following results within 15 minutes: 198 mg/dl (user´s meter) and 92 mg/dl (professional´s meter). The patient did not experience any symptoms.